Event description:
Pt received an ER; yag treatment on the face prior to the physician being trained in the proper use of the device. The physician used settings that were too high. This resulted in minor burns and hyperpigmentation in the treatment areas. The hyperpigmentation may resolve over time with treatment.